Manufacturer narrative:
Manufacturer's investigation conclusion: the reported power cable disconnects were not confirmed on the mobile power unit (mpu). However, a no external power alarm was confirmed via log file analysis and damage to an mpu circuit component was confirmed via product testing. A log file was downloaded from the returned system controller spanning approximately 17 days (26feb2021 ¿ 16mar2021 per timestamp). On 12mar2021 at 23:32:17 there was a no external power alarm due to a loss of ac power while connected to the mobile power unit. The backup battery provided power during this event. The alarm cleared after connecting to 14v battery power. There were no other notable alarms in the log file related to the mobile power unit. Pump operation was not affected. The heartmate mobile power unit (serial #: (B)(6)) was returned at the abbott european distribution center (edc) and was serviced on 07may2021. The mpu was not able to power on and it was determined that there was a damaged fuse on the power supply board. The board was exchanged and the mpu was able to function as intended and passed testing. Preventative maintenance was performed on the mpu and the device was placed in the abbott rental pool. During further testing, the board was probed with a multimeter, and it was determined that the damaged fuse was causing an open circuit on the board, preventing the board from powering on. The root cause of the observed no external power alarm was not confirmed; however, observations during testing indicated it was consistent with a damaged component on the circuit board. The root cause of the damage to the circuit component was unable to be conclusively determined. Heartmate ii instructions for use (rev. B) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarm. Heartmate ii instructions for use (rev. B) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped on 21sept2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 2916596-2021-01739. It was reported that patient had an alarm during the night while he was supported by mobile power unit (mpu). The vad coordinator checked all the leads and decided to exchanged the controller and mpu. There were no more alarms since the exchange. The alarm description stated a power cable disconnect.